Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for his son via phone call that he was hospitalized due to accident and high blood glucose on (B)(6) 12:30pm with blood glucose of over 361 mg/dl, patient's current bg: 145 mg/dl. Customer reported damage to the bottom piece of the pump was caused by a vehicular accident. The customer had a cut on his nose and will get out this afternoon. The customer was treated with drew blood. The customer was not wearing the insulin pump during the hospitalization. Customer off the pump prior to hospitalization for less than 48 hours. Customer declined further high blood glucose level troubleshoot. The insulin pump will be returned for analysis.